Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power error detected alarm during bolus. The customer¿s blood glucose level was unknown. The customer states she had to change the batteries every 6 hours. She also stated its making her rewind as well as her batteries keep draining. The customer was assisted with troubleshooting steps for power error detected and customer is able to complete pump rewind. The customer also performed self test and it passed. The insulin pump will not be returned for analysis.